Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was stated that the intermittent catheter had no silver pouch with liquid in. It was stated that patient had found only one so far in this batch. Per additional information via email from ibc on (B)(6)2024, it was stated that the water sachet had no water, there was only one sachet with missing water in this batch.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was stated that the intermittent catheter had no silver pouch with liquid in. It was stated that patient had found only one so far in this batch. Per additional information via email from ibc on 29jan2024, it was stated that the water sachet had no water, there was only one sachet with missing water in this batch.